Event description:
Curved scissor designed to have 10 uses; reportedly dull after 5 uses. Surgoen refuses scissor due to dullness. New curved scissor opened to the field and procedure continues without incident. No documented injury sustained in surgeon's post-operative note.